Event description:
It was reported that an ilet device displayed an unresponsive touchscreen and could not be unlocked, and the patient confirmed a crack on the bottom-left of the screen; a replacement device was arranged and instructions were provided for data sync, shutdown, and return. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continuation of glucose monitoring with dexcom. Investigation included customer interview and troubleshooting education. Investigation of this case revealed damage to the display assembly consistent with a cracked screen causing loss of touch function. It was concluded, based on previously established findings for similar reports, that physical damage to the device display led to the malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.